Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 060 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: the pump was evaluated and found to be operating within required specifications. The review of the black box data revealed a call service alarm 060 (calendar time clock error) post user setting the time and date incorrectly. No activity outside of the normal pump usage was observed. During the actual testing, the ez-prime steps were performed successfully with no call service alarm occurrences.